Event description:
Notes: this report is a supplement to manufacturer report #6000048-2007-00226, to respond to the FDA letter dated january 14, 2008.

Manufacturer narrative:
Results of the device evaluation were reported in the initial manufacturer report. In summary, the investigation confirmed that the cutting wire was broken, and the broken ends were blackened and melted. This indicated that excessive electrical current had flowed through the device. This is a known failure mode. Analysis of this failure mode has led to the conclusion that the causes include either improper tome position causes the cutting wire to abut the end of the endoscope, leading to a short circuit, or excessive power applied to the cutting wire, due to improper generator settings. The conclusion codes were elected because both potential causes for this failure mode are related to the use of the device. The initial manufacturer report included a review of the may 2007 15-month autotome sphincterotome product family complaint trend report, which was inclusive of all failure modes. The review concluded with no unfavorable trend noted. In response to FDA's follow up letter, a review has been performed on the january 2008 15-month autotome sphincterotome product family complaint trend report; there continues to be no unfavorable trend. The following manufacturer reports (from the autotome - sphincterotome product family were filed for the same failure mode (broken cutting wire): see scanned page.